Manufacturer narrative:
(B)(4).

Event description:
This patient had venaseal treatment of the ssv (B)(6) 2016. After access, the j wire would not advance easily in the ssv and the physician had to use another wire to engage the perforators before advancing the venaseal guiding catheter. Upon procedure follow-up there was an isolated non-occlusive deep vein thrombosis (dvt) in the popliteal vein. The physician noticed a perforator from the ssv overlying the clot. This appeared solitary and did not extend into the femoral vein or into the trifurcation. The physician performed a venogram and then used a venous drainage catheter followed by balloon dilatation. The clot did not macerate easily nor did it lyse well with tpa, and it did not aspirate easily with a new angiojet. The patient was placed on xarelto. The post procedure image showed good patency. Prior to this procedure the patient had no chronic dvt's; the thrombus was acute.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.